Event description:
As per the latest clinical update, the second device remains attached to the first. The patient is under consideration for transcatheter valve implant considering the big size of the annulus.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant interaction with previous implanted device was confirmed with empirical evidence based on information provided. Available information suggests maneuvering issues likely contributed to the event. Per information provided, the retention elements of the second pascal device became entangled with the cloth of the first pascal. Multiple disengagement maneuvers (including elongation, rotation, catheter manipulation, and clasp adjustments) were unsuccessful. The persistent entanglement prevented retrieval of the implant system. Consequently, the second device was released without leaflet capture and remained attached to the first device after deployment. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
As per the report received from spain, edwards received notification of a pascal precision ace procedure in tricuspid position. During procedure, the second device got entangled with the first device implanted prior to leaflet grasping and was finally released attached to the other device, and not the leaflets. Patient had a tricuspid valve with significant gap and broad jet. Initially, the first pascal ace was inserted and implanted. Upon release, a single leaflet device attachment of the lateral leaflet was observed. A second pascal ace was prepared. Upon positioning the second device, its retention elements became caught on the fabric of the first device. Retrieval of the implant system was not feasible due to entanglement. As the first device was firmly entangled with the second, it was decided to release the second device despite not having captured the leaflets. After release, both devices were positioned anteriorly, closely adjacent to the aorta, as seen on 2d inflow-outflow views. The initial tricuspid regurgitation (tr) grade was torrential, and it remained torrential at the end of procedure. As per medical opinion, this was a very challenging case with no trans gastric echocardiography view. As per the latest clinical update, the second device remains attached to the first. The patient was discharged with plans for follow-up. As per medical opinion, if the patient remains clinically stable, no further intervention is anticipated.

Manufacturer narrative:
This is MDR 2 of 2 for this event. B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.